Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to cardiogenic shock. The device was not explanted, and therefore, is unavailable for return. Information learned per response from the health care provider.

Manufacturer narrative:
Device not returned.